Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Lockout spring out of position. Eval summary: the analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument the lockout spring was found to be out of position and the hoop spring was found deformed. A potential cause of the hoop spring condition is misassembling of it during manufacturing process. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.